Event description:
Philips received a complaint by the customer on the v60 indicating that a 35v (volt) failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the v60 had the error code for a 35v failure logged in the event log during preventative maintenance (pm). The customer also informed the remote service engineer (rse) the v60 had been stored away and was not used until the recent pm. It was also noted that the v60 was using a philips battery. The rse then informed the customer that a replacement of the power management (pm) printed circuit board assembly (pcba) was required in an attempt to resolve the issue. The rse provided the customer with the part number for the pm pcba.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response has been received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.